Event description:
Analysis of the returned device noted that the main coil was broken at the detachment zone. There were no clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Inspection of the returned device found that the main coil was broken at the detachment zone. The coil does not appear to have detached via electrolysis. The main coil was not returned for analysis. Review and analysis of all available information does not point to a definitive cause of the reported event.